Event description:
It was reported that the patients ipg would no longer holds its charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted ipg will not be returned per physicians preference.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.